Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV" and "deflation." The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side "capsular contracture, baker grade IV". And "deflation". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed, were openings on the device. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, creases on the device.